Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also mentioned that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 247 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.